Manufacturer narrative:
Information was received from ICU medical sales representative stating that the customer does not use ICU medical IV pumps; they use alaris pumps.

Manufacturer narrative:
It is unknown if the device will be returned for evaluation. Without the return of the sample, a comprehensive failure investigation cannot be performed and a cause cannot be determined. If additional pertinent information becomes available, a supplemental report will be submitted.

Event description:
The event occurred on an unspecified date in which the nurse reported that the pump was not detecting air in line. No harm has been reported as a consequence of this event. No other information is available.